Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple falsely depressed sodium (na) results while using the architect c4000 analyzer ict module. The following data was reported. The customer uses sodium normal range 137 to 146 mmol/l. Patient 1 (no sid provided) initial 103 mmol/l. The repeat result was in the normal range, however no specific values were provided. Patient 2 ((B)(6)) initial 116 mmol/l, repeat 141 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The customer found a broken mixer [part 09d59-02] on the analyzer and replaced the part. During further inspection of the analyzer, the customer found a black piece of plastic at the bottom of cuvette 49 [part 01g46-02]. A source of the plastic could not be determined. The cuvette segments were not damaged. No subsequent erratic or discrepant results were generated after the plastic was removed from cuvette 49. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, an instrument service review, and labeling review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through replacing the mixer and removing the plastic part from the cuvette. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.